Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge prior to filling the cartridge. Tandem technical support educated the customer to remove any residual air from the cartridge. The customer acknowledged and continued using the existing cartridge on the pump for insulin therapy.